Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. According to photographic evidence, corrosion has built up on the device, paint was peeling from fork and spring arm, cap was missing and label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of d4 version of model #, d4 catalog # and d4 serial # deems required. This is based on the internal evaluation. Previous d4 version of model # ard568531710c corrected d4 version of model # ard567201361/ard568303905 previous d4 catalog # ard567201361 corrected d4 catalog # ard567201361/ard568303905 previous serial # (B)(6) corrected serial # (B)(6) getinge became aware of an issue with one of our surgical lights ¿ hled700. According to photographic evidence, corrosion has built up on the device, paint was peeling from fork and spring arm, cap was missing and label was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling, rust occurrence, missing cap and label chipping off which could be considered as technical deficiencies, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. As for the others malfunction investigated herein it was confirmed that there was no event in the last 5 years which led to serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping, missing cover and rust occurrence is moderate and for chipped or missing label is low. As concluded by the subject matter expert, all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual ((B)(4), pages 25-27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, it is recommended to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. As also stated by the subject matter expert at maquet sas, the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by : - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages ((B)(4), pages 34-35, 38-39). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used ((B)(4), pages 34-35). The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning ((B)(4), pages 34-35). To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device (technical manual (B)(4), page 254). The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. Regarding the label peeling, as concluded by subject matter experts at maquet sas, the issue is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks devices ((B)(4), pages 38-39). Regarding the issue with missing fork cover, as stated by the subject matter expert at maquet sas, it was probably detached during a collision. To prevent any incident the hled user manual 01601 mentions to check for any loose covers and caps ((B)(4), pages 38-39). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.